Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain and cloudy effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis; however, the patient was treated with unspecified antibiotics (dose, frequency, and route not reported) for the event. At the time of this report, the patient antibiotic treatment was finished; however, the patient outcome and action taken with pd therapy were not reported. No additional information is available.